Manufacturer narrative:
The MFR did not receive devices for review, as the pt has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and / or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a biolox delta head, 12/14, 32 x 0 on the right hip on (B)(6) 2010 and experienced a body rash which is caused by a possible allergic reaction.